Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/22/2017 with the following findings: a review of the pump black box showed no pump reboots. A visual inspection of the pump revealed that the battery compartment was cracked at the threads. The returned battery cap and test cap attached securely to the pump. The battery cap contact heights and width measurements were within specification. During investigation, the pump powered on with no lower interruptions or power loss. The pump was exercised for 23 hours with no power issues. The pump was opened and no damage or moisture ingress was observed to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The original complaint of an intermittent power issue was not duplicated during investigation, however the damage to the battery compartment was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).